Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection was performed and noted a cloudy appearance. Fourier transform infrared and x-ray spectroscopy identified small crystalline particles of calcium stearate. The reported condition was verified. The cause of the condition was undetermined. A CAPA will be opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary set had cloudy fluid in its drip chamber. The reporter stated that ¿when the nurse primed the tubing, the fluid was very cloudy.¿ this occurred during priming with normal saline. No other solution was involved. There was no patient involvement. No additional information is available.